Event description:
The pump has been returned and was evaluated on (B)(4) 2012 with the following findings: short battey life due to patient using low battery voltage, contamination under the button contacts and an dim/fading display. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated on (B)(4) 2012 with the following findings: review of the black box and download history revealed the use of "worn" batteries throughout the recorded history with battery changes using "worn" batteries. No fully charged batteries were recorded in the black box. The pump was tested and found to not be drawing excessive current. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the keypad buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. On testing, the pump powers on to the verify screen with auditory and vibratory alarms. The display has a red tint and is difficult to read.